Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the green stapler 30 reload involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection identified that the reload knife was exposed within the knife track. The reload was found to have a firing failure based on log review and during in-house testing. The root cause of exposed component reloads are attributed to a component failure. As part of investigation, further inspection found multiple malformed staples lodged between the pushers and cartridge. After removal of the lodged staples, the reload was disassembled and damage on the cartridge and pushers were confirmed. The cartridge damage appeared to be on the top surface of the reload as well as internal damage by the rectangular washer at the end of the leadscrew nut. No missing material and blade damage was confirmed. The cartridge damage is indicative of mishandling and misuse. The two damaged pushers were confirmed fractured after inspection via microscopy. The pushers appeared to be failing at a gate location. Log review confirmed firing failure due to high fire torques. This likely could have contributed to the pusher breakage, which led to the malformed staple getting lodged in the cartridge pockets. The pusher damage is attributed to a component failure. Additionally, isi received the stapler instrument lot t10210527 involved with this complaint and completed the device evaluation. The reported event was confirmed through review of the dsp logs identifying a firing failure. Failure analysis investigation of the stapler instrument found no functional issue. The instrument passed all testing specification. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired and unclamped without any issues. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of instrument log was performed. Per the review, the green stapler 30 reload lot m90211010 seq 0989, was used on (B)(6) 2022 matching the documented event date. Based on the additional information obtained from failure analysis investigations, this complaint is a reportable event due to the following conclusion: the staples were malformed. Malformed staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not formed as expected. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the stapler instrument was unable to complete stapling across the tissue. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.